Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could a more accurate description on event be provided? What was the surgical procedure being performed? What where the indications for surgery? What is meant by ¿cassette was chewed¿? What medical intervention was required? What was the approximate blood loss? Was a transfusion required? Which pulmonary vein was being stapled? Was procedure intrapericardial or extra-pericardial? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the pulmonary vein was sutured during thoracoscopic surgery, the cassette ¿chewed¿ the staples. It was stitched in half, that is, one end extending from the heart is stitched normally, and the second one is ¿skewed¿ brackets, the vessel is open. A profuse bleeding began, as a result of which an urgent conversion was carried out and a manual seam was made. Delays in the operation - conversion was carried out, approximately 1 hour